Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that approximately one-hour post-procedure, the patient experienced a tamponade. A non-nav farapulse pulmonary vein isolation (pvi) was successfully performed for paroxysmal atrial fibrillation (af) under general anesthesia. The transeptal puncture, guided by transesophageal echocardiography (toe) and fluoroscopy using an nrg needle through a faradrive steerable sheath, was executed without complications, yielding accurate left atrial pressure readings and no signs of mis-puncture. Venous access was achieved with a single stick using faradrive and farawave pfa catheter, without the use of coronary sinus (cs) or right ventricular (rv) catheters. During the pvi, toe was partially utilized to assess catheter alignment, complementing fluoroscopy in multiple planes. A total of 36 applications were delivered, left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) each received 4 basket and 4 flower applications, while right superior pulmonary vein (rspv) and right inferior pulmonary vein (ripv) each received 4 basket and 6 flower applications, with the last two in anterior rotation. All veins were successfully isolated on the first pass, confirmed by exit block pacing. No signs of perforation or air ingress were noted during the ablations, and all devices were used in accordance with their instructions for use (ifus). Following the removal of the catheter and sheath, the puncture site was closed with a z-suture. After extubation, the patient was transferred to the post-procedural holding area in stable condition with a blood pressure of approximately 110 over 85 mmhg. About 40 minutes later, the patients blood pressure dropped to approximately 70 over 50 mmhg. An immediate transthoracic echocardiogram revealed signs of pericardial tamponade. Due to the deteriorating blood pressure, a decision was made to perform a pericardiocentesis and insert a pericardial drain. The drain initially collected 100-150ml of blood, accumulating to approximately 500ml within the next hour. The patients vital signs stabilized following this intervention. The patient also reported lightheadedness, as well as pain and numbness in the arms. A cranial CT and CT angiography were performed to check for cerebral or coronary arterial issues, but none were found. These sensations were attributed to the low blood pressure at that time. The patient is currently in the intensive care unit (ICU) and will remain hospitalized for extended monitoring of the pericardial drain and any neurological symptoms. The device is not expected to return as it was disposed.

Event description:
It was reported that approximately one-hour post-procedure, the patient experienced a tamponade. A non-nav farapulse pulmonary vein isolation (pvi) was successfully performed for paroxysmal atrial fibrillation (af) under general anesthesia. The transeptal puncture, guided by transesophageal echocardiography (toe) and fluoroscopy using an nrg needle through a faradrive steerable sheath, was executed without complications, yielding accurate left atrial pressure readings and no signs of mis-puncture. Venous access was achieved with a single stick using faradrive and farawave pfa catheter, without the use of coronary sinus (cs) or right ventricular (rv) catheters. During the pvi, toe was partially utilized to assess catheter alignment, complementing fluoroscopy in multiple planes. A total of 36 applications were delivered, left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) each received 4 basket and 4 flower applications, while right superior pulmonary vein (rspv) and right inferior pulmonary vein (ripv) each received 4 basket and 6 flower applications, with the last two in anterior rotation. All veins were successfully isolated on the first pass, confirmed by exit block pacing. No signs of perforation or air ingress were noted during the ablations, and all devices were used in accordance with their instructions for use (ifus). Following the removal of the catheter and sheath, the puncture site was closed with a z-suture. After extubation, the patient was transferred to the post-procedural holding area in stable condition with a blood pressure of approximately 110 over 85 mmhg. About 40 minutes later, the patients blood pressure dropped to approximately 70 over 50 mmhg. An immediate transthoracic echocardiogram revealed signs of pericardial tamponade. Due to the deteriorating blood pressure, a decision was made to perform a pericardiocentesis and insert a pericardial drain. The drain initially collected 100-150ml of blood, accumulating to approximately 500ml within the next hour. The patients vital signs stabilized following this intervention. The patient also reported lightheadedness, as well as pain and numbness in the arms. A cranial CT and CT angiography were performed to check for cerebral or coronary arterial issues, but none were found. These sensations were attributed to the low blood pressure at that time. The patient is currently in the intensive care unit (ICU) and will remain hospitalized for extended monitoring of the pericardial drain and any neurological symptoms. The device is not expected to return as it was disposed. It was further reported the most probable reason for the tamponade was a small/micro-perforation, most likely caused by either the exchange wire, a standard j-wire which is part of their basic cath-lab kit, or the starter wire rosen used together with the farawave catheter.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.